Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 405 mg/dl. The customer was treated with injection. The customer declined troubleshoot for high blood glucose. Customer also reported that insulin pump had a hardware low level failure alarm and self test did not pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement test and self test. Hardware low level failures confirmed in the pump history due to broken trace on keypad assembly. No the hrm task did not grant motor power in reasonable time. Alarm noted during testing. Device also received with cracked case. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.